Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported "autotfill failure alarms" issue. However, the stm was able to verify several alarms in the autofill fault log and the error log ¿ which is an indication that these were ¿iab disconnect¿ or ¿fill fail ¿ iab disconnect¿. The stm attempted to duplicate the reported failure manually and "autofill failure" was only generated when the catheter was removed or disconnected during autofill. However, the display only shows up as "autofill failure" on the iabp display, but shows up as "iab disconnected" in the error/fault logs. Consequently, the stm attempted to contact the technician who reported the problem but he was unavailable. The stm spoke to the other or/cathlab personnel and they texted the tecnician and he was unable to confirm any further details except that ¿it wouldn¿t fill.¿ from the review of the log files, no other errors were reported on the date of the incident. The iabp passed all functionality and performance tests and iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump generated an autofill failure. No adverse event was reported.